Event description:
As reported to medtronic ers, crew responded to an automobile accident, the pt was trapped in the vehicle. The pt was removed from the vehicle and attached to the device. The device operator attempted to ajdust the display as it could not be read; the device immediately lost power. The crew checked the battery packs and noted both batteries indicated full capacity. The device operator turned the device on 3 more times; each time the device immediately lost power. The als transport team arrived on scene and attached the pt to their device. The pt was determined to be in v-fib at that point. Several shocks were delivered to the pt; the pt was not resuscitated. A clinical review by medtronic determined there is insufficient data to determine the impact of the device malfunction.

Manufacturer narrative:
Medtronic evaluated the device and found 3 loose battery pins. The battery pins were replaced; a full functional and operational inspection was completed and the device was returned to the customer.